Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 060 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed a cs 60. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms were received. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. The battery compartment was found to be cracked along the side of the pump. The bolus button did not respond to user presses. The bolus button was removed and there was evidence of moisture damage. (B)(4).